Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. No further information regarding this issue was obtained as customer declined troubleshooting with tandem technical support. Additionally, it was reported that the pump date was incorrect, cause was unknown. Customer's blood glucose level was 112 mg/dl. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.